Manufacturer narrative:
Additional information was received on (B)(6) 2020. The device original reported as ruptured, was removed intact. The indication for the removal of this device was a double bubble appearance of the breast. 1. Is product problem- uncheck reason for device explant and/or reoperation: cutaneous contour deformity the investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 7448904, and no non-conformance's related to the reported complaint were identified. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) an additional assessment was performed on august 9, 2023. It was determined that in addition to cutaneous contour deformity, the patient may have also experienced asymmetric appearance of the breast due to another unknown reason. Reason for device explant and/or reoperation: asymmetry/cutaneous contour deformity

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 325cc mentor memorygel breast implants placed experienced bilateral rupture post procedure. The patient visited the physician¿s office and received a medical diagnosis for the ruptures. As a result, bilateral prosthesis replacement with 375cc mentor memorygel breast implants was performed on (B)(6) 2020. See 1645337-2020-04378 for contralateral prosthesis report.